Manufacturer narrative:
Complaint blue luer cracked investigation 1. Unable to review device history record without customer po or martech lot numbers which were not available from the customer. 2. Added info from facility describing the problem: "..catheter cracked when changing lines." 3. One luer was returned for analysis and was confirmed to have a single crack which was found on the connecting threaded luer end of the luer assy. (P/n - ppm1203b). 4. Added info received from medcomp product safety investigator, was that the nurse at the facility indicated that lipids were used. This is now suspect as contributing to the cause of the luer cracks. Comment the cracks noted on this assembly are suspect as having been caused by the contributing factor of the lipids, as reported by the medcomp product safety investigator. Additionally, it is possible that over-tightening of the connecting male luer assembly also contributed since it was noted that the defect occurred "when changing lines". Martech/mdi and medcomp are considered the test and development of an alternative stronger more crack resistant material such as abs versus the current pvc material.